Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that x-ray shows the right atrial (ra) lead had dislodged. The lead was found to have high thresholds with no capture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.